Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-21078. It was reported the patient was experiencing ineffective stimulation. It was noted the patient had a fall around the time of implant, but only recently started experiencing the ineffective stimulation. Both of the patient's l1 leads were revealed to have migrated. As a result, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the lead migration was observed via x-ray. The patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.